Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: patient symptoms: discomfort, pain, dysuria other relevant patient history/concomitant medications? None when was exposure to mesh first noted by a physician? Early 2023 was medical intervention necessary for spousal hispareunia? No operative report : patient, 48 years old, urinary incoherence on effort has already done a lot of kine 30 sessions 2019 multi-weekly of medium abundance put on protection leak at position change sometimes impression of incomplete emptying surgery: strip under urethral type tvt intervention under general anesthesia first cystoscopy: normal size cavity, healthy mucosa, normal ureteral orifices placement of a gynecare strip lot 3948177 lot 3948177 is invalid for ethiconsarl, therefore no DHR review can be performed. (B)(4). Corrected information: d4 lot number.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the procedure has been rescheduled for 25 september. The device is available for analysis. For the product, the reference is unknown. On the operative report of the surgeon who performed the first intervention (in another establishment) it is only indicated that gynecare tvt . Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was medical intervention necessary for the hispareunia of the spouse? What is the patient's current status? Product code? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. The patient experienced exposure of the device. MRI was performed. There is need for reoperation for excision of the exposed part of the prosthesis (planned later this year). Additional information has been requested.